Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that post laser ablation discharge, the patient went home, took a nap, woke up and had dinner, after which they had the acute onset of a headache. They described the headache as bilateral, constant at a 9 out of 10, and worse with movement. Also endorsed photophobia, phonophobia, and nausea, as well as some increased head and neck pain when they moved. The patient was hospitalized for two days.

Manufacturer narrative:
Describe event or problem: the reported event is associated with a clinical trial ((B)(6)) conducted under an investigational device exemption (ide). Device evaluated by MFR: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that post-operatively, the patient woke up from a nap, ate dinner, and developed a severe headache, possible migraine, nausea (no emesis), and photophobia. Computed tomography (CT) scan revealed post-operative changes. The patient was admitted to the hospital for pain control. The next day, the CT scan, complete blood count (cbc), basic metabolic panel (bmp), and coagulation tests for the patient showed all normal. The following medications were initiated: oxycodone, dexamethasone, and prochlorperazine. The patient's dose for acetaminophen was increased. The event was resolved two days after the initial event. Per the investigator the event was related to the thermal therapy procedure but not related to the thermal therapy system.